Event description:
A bella blanket was not applied according to the instructions for use resulting in air bubbles that caused image artifact. As a result, the mammogram was repeated.

Manufacturer narrative:
.